Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the act button became unresponsive. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.